Event description:
The customer reported that the monitor on the exposure side was going black. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the reported issue, and performed collimator calibration. He tested the unit by moving leaves in and out with no other issues noted at this time.